Event description:
The doctor reports that the dental implant failed because it fractured at the neck. Tooth location 34. The doctor reports that the procedure was concluded by placing another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided.